Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported doctor's visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide: model: 18320; 18296-eng-aw rev b 06/18. Blood glucose readings: chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes: chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
The patient reported that he went endocrinologist because he was having low bg (blood glucose) levels, around 67mg/dl, and he needed to eat and get a new pod on. Patient stated that he was having lethargy, the shakes, chills, and cold sweats. Pa (physician assistant) stated that he needed to redo his pod and get some food on board. Patient stated that he was not treated for anything while at the office, but did mention that a new pod was applied during the office visit and that he was provided novolog (through pod/pdm). The patient then said they did a stress test for him, as well. After the test, he was given some apple juice by the doctor to raise his bg level. He put on a new pod while at the doctor's office. Patient stated that he was unsure if the doctor changed any basal or pdm (personal diabetes manager) settings. He was not prescribed anything other than his usual insulin prescription.